Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced compromised force sensor system and high blood glucose level. Customer's blood glucose value was 466 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will return device for analysis.

Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, basic occlusion test, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform prime test and excessive no delivery test due to loose or protruded drive support disk. Device received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o ring, missing end cap sticker, peeling address number label and minor scratches on display window noted.